Event description:
On 9th september 2022, rayner received notification from its russian distributor of an event that occurred during use of a rayone toric rao610t. The event description provided states that the lens came out from the nozzle with a broken haptic.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case. The event description provided states "while introducing the lens, the doctor experienced a problem when the lens reached the tip of the cartridge. Doctor felt resistance, pressed harder, and the lens came out of the tip with a broken part of one haptics. The rayone toric rao610t was removed from the eye and an alternate iol was implanted during the original surgery session without further complication. There was no injury to the patient as a result of the event. The product associated with this event has not been returned to rayner. It is presumed to have been discarded by the healthcare facility. The rayner risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion": inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge the event description received identifies that the surgeon encountered resistance and then pressed harder. Within the "use of rayone" section "fig 7" it states "...if excessive resistance is felt this could indicate a blockage; stop and discard the injector and lens". The difficulty in injection reported by the user could suggest that the lens had become blocked. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone toric rao610t batch 040153215.